Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lcx, as treatment of the target lesion (MFR report# 2953200-2010-00209). A dissection was noted therefore, one endeavor sprint rx drug-eluting stent was implanted at the proximal lcx overlapping, as treatment of a complication/dissection/bailout. Pt was asymptomatic / free of symptoms at 6 month f/u. A spontaneous gi bleed is reported to have occurred approximately 10 months following index procedure. No intervention was carried out. Investigator indicated that it was not assessable if the event was related to the study stent. Pt was asymptomatic / free of symptoms at 1 yr f/u.

Manufacturer narrative:
(B) (4). Gi bleed.